Event description:
The screw in a 3mm kerrison came out while on sterile field. The physician was aware. The instrument was removed from service along with loose screw and given to instrument workroom. No harm to patient.